Event description:
During evaluation of a returned spectrum pump, the device 'had an issue: damaged button' was confirmed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device 'had an issue: damaged button' was confirmed as the #2 soft key having to be pressed multiple times for it work. The cause was identified to be keypad overlay which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.